Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the syringe needle was inserted through the cartridge septum, the needle became clogged. Customer changed the needle and cartridge was successfully filled. Insulin delivery was resumed. There was no reported impact to customer's blood glucose.